Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that the device seems to be shutting itself off. She has had a loss of therapeutic effect and when she checked her ins with her patient programmer in the last couple days patient saw the stimulation off icon in addition to the low ins battery icon. Patient states she thought there was something wrong with her bladder because she is not making it to the bathroom for the last 3 weeks. Pat agent reviewed ins battery longevity expectations.. Pat agent reviewed patient programmer use and patient did not think they pressed the stimulation off button but was not sure. No further complications noted or anticipated